Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient experienced a lateral cortex fracture 1 month post-op. No additional information available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): event date reportedly >1 to 3 months post-operatively from implant date of (B)(6), 2012; exact date of fracture is unknowndevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from an event in (B)(6): it was reported the hinge fracture type ii occurred greater than one to three months post-operatively. This report is for an unknown tomofix plate.

Manufacturer narrative:
This report is for one unknown plate. Date of original implant is unknown. It is unknown whether or not the product has been explanted. The facility has not returned the complainant part for manufacturer review/investigation. Unknown, as no part or lot numbers are available. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.